Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached/damaged, and the air detector was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal and air detector were replaced.

Event description:
Analysis of the returned device found a damaged/detached downstream occlusion seal, and a detached air sensor. There was no patient involvement.